Manufacturer narrative:
This report is submitted on october 12, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number: 3009092818 and exemption number: e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was treated with topical antibiotics and topical steroids (date and duration not reported). The implanted device remains.